Manufacturer narrative:
Insulin pump was monitored for several days. Unit was received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting for failed battery and customer states received failed battery test. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will not be returned for analysis.